Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) and the site was very painful to touch. It was also noted that the ipg was at an angle and not sitting flat in the pocket. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. The explanted device was retained by the medical facility.